Event description:
The customer reported that the customer underwent a fibroadenoma right breast exeresis procedure in (B)(6) 2012. It was later found that the patient had a skin necrosis and subcutaneous cellular tissue in the periareolar area after the procedure and required an additional operation on (B)(6), 2012 to repair the tissue. The tissue that required the repair was in the area that the electrosurgical pencil had been used. The patient injury is reported as having been resolved.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow--up report will be submitted.